Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the motor of the handpiece overheated prior the procedure. The attachment was stuck inside the handpiece therefore, other attachments cannot be inserted. Another handpiece was used. There was no patient impact.

Manufacturer narrative:
Analysis found that the allegation of overheating could not be verified. The handpiece came in with the angled attachment stuck inside. The collet and attachment were disassembled. The collet was replaced. The device was repaired, cleaned and tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.